Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: what was the indication for surgery? Low rectal cancer. Was the contour device used in one fire or multiple fires to complete the transection? One fire. What is meant by anastomosis line was found infected? How many days after the leak was detected did the hemorrhage occur? Were the forces to fire higher or lower than expected for both staplers? No. Was there any mention of issues with staple formation from the staples delivered by either instrument? No. Was the source of bleeding identified? The surgeon reported that it could not be identified. He doubted that it¿s the staple line of ecs29a. Where within the green range was the circular device fired? It¿s not reported by the surgeon. What healthcare professional fired the device and what is his/her experience? The surgeon who is a director surgeon with much experience in perform lar procedure. What is the current patient status? He has been discharged. What confirmation did the surgeon have that the device was completely fired? Was the donut inspected? Was the washer inspected? There was audible and tactile feedback. The donuts were complete and the washer was cut through as intended. How were the leak and the bleed addressed in secondary operation? As reported, the initial surgery was on (B)(6) 2015. The surgeon detected that parts of the staples of cs40g were overlapped with parts of the staples of ecs29a in the connection area. No abnormality was noted at that time. The surgeon used hand sewing to strengthen the anastomosis at the seam nailing. Also during the procedure, the surgeon made a preventive stoma and put a drainage tube there in case of any emergency. On (B)(6) 2015, the surgeon found that there was air leakage through the stoma. But the surgeon did not take any special action. On (B)(6) 2015, there was the massive pelvic hemorrhage. The surgeon performed an open surgery immediately and did gauze compression packing hemostasis with (B)(4) pieces of gauze. The (B)(4) pieces of gauze were taken out piece by piece during the following two weeks. The surgeon did not identify the relationship between the air leakage on (B)(6) 2015 and the hemorrhage on (B)(6) 2015. And during the revision surgery, the surgeon did not do anything to the anastomosis line. The patient was discharged on (B)(6) 2015.

Event description:
It was reported that during a dixon procedure, the surgeon used a contour curved cutter stapler with green cartridge to anastomose the intestinal tube and used the device to anastomose the two ends. The surgeon reported that parts of staples of the device were overlapped with the staples of the curved cutter stapler in the connection area. The surgeon used hand sewing to strengthen the anastomosis at the seam nailing as well. No abnormality was noted at that time. After four days of the initial surgery, fistula was detected and the anastomosis line was found infected. There was massive pelvic hemorrhage. 4000cc of blood was transfused. The current condition of the patient is to be confirmed. Both devices have been discarded.